Event description:
It was reported that the customer had high blood glucose. Customer blood glucose reading was 399 mg/dl. Troubleshooting was done for high blood glucose. Customer stated went in for surgery and had to take out the insulin pump off and blood glucose not going down. Customer stated the drive support cap was flushed. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and an error test. All the operating currents were within specification and no unexpected low battery or off no power alarm noted. The drive support disk was inspected and no anomaly was noted. The unit was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.